Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the internal handles do not discharge energy. The complainant indicated that there was no patient involvement in the reported malfunction. The complainant indicated that the reportedly malfunctioning internal handle will not be returned to zoll for evaluation, as subsequent to the event the device was tested in the facility's biomedical engineering department. The complainant reported to zoll that the device passed all testing, including discharge testing. In addition, the complainant indicated that there "probably" was foreign matter in the connection preventing the handles from discharging. The device has been returned to service; there have been no additional malfunctions reported with this product.